Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the part of the cassette that is connected to the cycler was filled with fluid. Additional information was requested, however; to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient reported that the part of the cassette that is connected to the cycler was filled with fluid. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that the patient has been in the clinic and seemed normal. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however; to date has not been provided.